Event description:
It was reported that a patient underwent a hysterectomy and sacrocolpopexy in 2012 and mesh was implanted. In (B)(6) 2013, it was noted that she had a vaginal mesh extrusion. She underwent an excision under general anaesthetic on an unknown date. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.